Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that one day post implant, the right atrial lead was noted to be dislodged and was capturing and sensing in the ventricle. Reprogramming was performed to vvir mode. The plan is to revise the lead. The lead remains in implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.